Manufacturer narrative:
H6: investigation summary: mgit 960 supplement kit batch 2224380 is composed of mgit panta batch 2224356 and mgit 960 growth supplement batch 2342081. The batch history record review for mgit 960 supplement kit batch 2224380 was satisfactory per internal procedures. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 2224380 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. Retention samples were inspected for growth supplement batch 2342081 (6 vials) and panta batch 2224356 (10 vials) and no media defects were observed in any of these retention samples inspected. For further investigation two panta vials were reconstituted with two growth supplement vials. One panta reconstituted with growth supplement (remaining supplement in the supplement vial was also incubated) was placed into the 20-25-degrees celsius incubator, and one panta reconstituted with growth supplement (remaining supplement in the supplement vial was also incubated) was placed into the 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. Two photos were received to assist with the investigation: returns were received to assist with the investigation. One panta vial from batch 2224356 and one growth supplement vial from batch 2342081 were received. The crimp caps have been removed from both vials (the stoppers were still in the vials). The panta vial was received already reconstituted. The supplement vial was received empty. Both vials had possible fungal contamination. Both vials were sent to the microbial identification lab for a possible ID of the contaminate. The contaminate ID for the return sample from the panta vial batch 2224356 and growth supplement vial batch 2342081 came back as mold from the paecilomyces species. This complaint can be confirmed based on the evidence provided from the return samples received for kit batch 2224380. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit that there was biological contamination. The following information was provided by the initial reporter: this is a report about contamination. According to the customer's report, what appeared to be mold was found in the panta before usage. The affected product was thus not used.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit that there was biological contamination. The following information was provided by the initial reporter: this is a report about contamination. According to the customer's report, what appeared to be mold was found in the panta before usage. The affected product was thus not used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.